Event description:
Delphin centrifugal pump (disposable) started squeaking during priming. The pump was changed out without incident prior to initiation of bypass. The patient was not exposed to the squeaky pump head.